Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the inlet tube was bent, and as a result the lumen was obstructed which resulted in no urine flow into the bag.

Event description:
It was reported that the inlet tube was bent, and as a result the lumen was obstructed which resulted in no urine flow into the bag.

Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿bent tube¿. A potential root cause for this failure could be "incorrect assembly operation; components placement; or accessories". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿(1)do not reuse. (2)do not resterilize. (3)be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4)do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients: (1)patients who are or have been allergic to natural rubber latex. (2)patients with known allergy to silver-containing catheter". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.